Event description:
Additional information was received. A revision procedure was performed. This lead was removed and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead dislodged during defibrillation threshold testing. The patient with this lead has an atrial fibrillation heart rhythm. The device was reprogrammed to vvir pacing mode. A revision procedure may be performed in the future is the patient's rate returns to sinus rhythm. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. Should additional information become available, this event will be updated.